Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump had over delivery alarm. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. The customer was treated with food. The customer alleges pump was over delivering due to suspended pump and blood glucose were still dropping. The customer was advised to check the status screen and then visually inspect the reservoir. The devices will not be returned for analysis.